Manufacturer narrative:
Follow-up #1: date of submission 6/5/15. Device evaluation: the device has been returned and evaluated by product analysis on 05/21/2015 with the following findings: cartridge cap was not returned with the pump. No damage found to cartridge compartment. A new test cartridge cap is able to fully secure to the pump. Battery cap was not returned. Unrelated to the complaint, battery compartment is cracked on the side from threads to cover. Corrosion observed inside battery compartment. Test battery cap is able to carefully attach to the pump. A 24hr duration test was successfully completed with test battery cap and test cartridge cap; no alarms were duplicated during testing. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. Leak test verifies leak in battery compartment. Pump opened and no further evidence of moisture damage found.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient does not have cartridge cap, is still using pump by pushing down on the cartridge to get insulin delivery. Blood glucose at the time of call was 565 mg/dl with extreme thirst. Customer support advised patient to call health care provider immediately. This complaint is being reported as the patient experienced hyperglycemia related to the use error of continuing pump use without the cartridge cap.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.